Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blue particle was found inside a 3000ml eva tpn bag. This was noted while filling the device with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received with solution in both chambers. Visual inspection observed a clear bluish particulate matter floating inside the fluid pathway of the lower chamber measuring approximately 0.20 inches by 0.10 inches. Fourier transform infrared spectroscopy test was performed on the particulate which produced infrared spectrum suggestive of polyvinylchloride (pvc) with diethylhexyl phthalate (dehp). The reported condition was verified. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.